Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, complex pelvic mass, menometrorrhagia, and a bladder lesion concurrently with a total laparoscopic hysterectomy (robotic) and a cystoscopy (bladder biopsy).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with robotic total laparoscopic hysterectomy and cystoscopy with bladder biopsy; due to complex pelvic mass, sui, and menomettorrhagia.

Manufacturer narrative:
It was reported that following insertion the patient experienced painful urination, erythema, and drainage around incision sites. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that following insertion the patient experienced painful urination, erythema, and drainage around incision sites.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation on (B)(6) 2012. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, bowel problems, recurrence, dyspareunia and neuromuscular problems.(B)(4).